Manufacturer narrative:
(B)(4). The device was manufactured 12/14/2014 -12/18/2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a customer that there was inadequate iodine in a minicap. This was discovered before use and the patient was not connected. It was reported that the sponge was orange/brown but the iodine appeared to be dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 9 of 52.